Event description:
It was reported that during a lar procedure could not use the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).